Event description:
It was reported that asymptomatic patient presented to the clinic for a routine device check. It was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. Programming changes were made. The patient was stable.